Event description:
It was reported that during a lap gastric bypass procedure, the harmonic scalpel failed during use and gave an error code 5. Replaced the shear and completed the case. There was no reported pt consequence.